Event description:
Pt reported obtaining back-to-back blood glucose results, of 107 mg/dl on a professional meter and 450 mg/dl on the aviva test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received based upon these results. Pt performed back-to-back blood glucose testing at the hosp. Qc testing had not been performed on his system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva test system: meter, strip lot 300228 with expiration date 9/30/2007.

Manufacturer narrative:
The suspect product is the aviva test strip.